Event description:
It was reported by service report that the head section on the cot does not lock in place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Head end cross tube on retractable head section.